Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is limited due to confidentiality concerns. Referenced article: inappropriate implantable cardioverter-defibrillator shocks: attributed to alternating-current leak in a swimming pool. Tex. Heart inst. J. 2014;41(1):61-63. Concomitant products: 6947 rv lead, 4470 competitor lead, 1258t competitor lead. (B)(4).

Event description:
A journal article was reviewed which contained information regarding this implantable cardiodefibrillator (ICD) system. The article indicated that the patient presented to the clinic for device interrogation. The patient indicated that shocks were received ¿immediately after jumping into a swimming pool¿ while on vacation in st. Lucia. The patient did not have any symptoms prior to the shocks. A cardiologist in (B)(6) had ruled out ¿ischemia, heart failure, and electrolyte disturbances.¿ device interrogation revealed the two inappropriate shocks for electrical activity that the device had ¿interpreted as ventricular fibrillation (vf). The remainder of the interrogation revealed normal device function. The shocks did correspond to the times when the patient was in the swimming pool. The article concluded that the shocks were attributed to the alternating current electrical activity in the swimming pool. Additional information received through follow up with the author indicated that the device had no issues and is still in use. There were no further patient complications.